Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a lower extremity surgical procedure, the drill guide broke while the surgeon was screwing it onto the fixation plate. A small part broke off and was retrieved. The part was subsequently lost at the hospital's sterile processing department. There was no adverse outcome for the patient.